Event description:
My dr, (B)(6) ((B)(6)) gave me implants that were to be "returned to MFR in 2006 due to poor quality implants (mcghan). After stage 0 breast cancer (hyperplasia dcis). The stitches broke after 4 months and I got toxic shock syndrome (this is before I went swimming in a lake overseas) was airlifted home to save my life. In 2008, 4 months later again, I had a massive seizures that led to a craniotomy for a subdural and epidural hematoma. I lost my job and had seizures that were uncontrollable for 4 years. I had back problems, lupus, chronic fatigue, brain fog, memory / eye site problems, I blamed on age. But constant falls led me to believe that the implants might have been too big (I was never given the risk factors and my name was forged and the dr lied to (B)(6), saying I had a metastatic nipple and areola, I have not had nipples since 2005). I was 'coached' into having smaller implants in 2014 and all my problems would go away. Again, not given, not signed, nor initiated the 54-70 pages of risks just given the last page and given another set of implants not allowed in all countries except the USA and (B)(6). Product sientra pulled from the market for contamination for a few months when the (B)(6) team inspected the plant in (B)(6), then ironically, the plant (owned by silimed) burned to the ground shortly thereafter. Again 4 months later, after the implant put in, I had another seizure at my aunt's birthday party. I did 1 of the studies (was supposed to do more but for some reason cut off) and my dr did his as well. He lied about all my symptoms and actually did the 2014 surgery with a grade 3 and 4 capsular contracture which is against the FDA guidelines. He also forged my name. I had no idea until I started getting so incredibly sick in 2016-2017 (my favorite hobby was sleep which was not like me as I love to sing, read, travel. Play with my granddaughter and I was very mean to everyone around me. I was in a car accident on (B)(6) 2018 from a brain fog and things went downhill 4 months later. I wanted to take my life and had a plan to do it I was in so much pain in every cell in my body. A friend told me that he thought I had breast implant illness and when I looked it up, I had all the signs. The dr who did my explant said he tested for alcl but have not had the path results yet since (B)(6). That is two months. I still feel horrible but not as bad and no more suicidal thoughts. I now have 'floaters' in my eye that will ast the rest of my life, a seroma (that was not biopsied) still coughing up silicone, and have to go out of the country to have the microscopic surgery as the few drs in the states are booked until about march of 2019. I went from a healthy (B)(6) to (B)(6) (from (B)(6) 2017 to (B)(6) 2018 and am finally gaining a bit of weight (B)(6)). I look like a nine year old boy but I am alive. No dr took my breast implant illness seriously and I had to do all the educating (unless they were from another country) and told me once while in the hospital that I was mental and was anorexic. This is after an MRI and some blood work. They said they did not believe in bii said the FDA studies (which I was supposed to be in but was dropped). 'Prove' that. My former plastic surgeon even drives his big vehicle over in implant to show off how 'safe they are' but mine had 1,000 of microscopic holes in them and my body is 98.6 not 70 degrees. The second plastic surgeon who 'explanted' them (total capsulary) said hey did not leak but they did and my primary doc (B)(6) ((B)(6)) can prove they did. Those who gave me back my implants wore gloves but the slime was all over the implants (textured gummy bear). I am still undergoing many tests with an endocrinologist, ophthalmologist, ent (ears ring all the time) and am scheduling a pulmonologist for the stuff coming out of my lungs. I am still in a chronic state of exhaustion but pushing through life the best I can but I am furious.